Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro device had an unspecified alarm. The step of setup or therapy during which this occurred is unknown. This did not occur during the first clinical use of the device. The reporter stated that the home patient (hp) is not diabetic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no backlights observed. The device passed a power on self-test. A one hour simulated therapy session was successfully performed. The device passed all calibration tests. An event history log review was performed and identified the following alarms: system error (se) 2084, se 2367, se2240, se166, se168, se130, check heater line, check supply line, check lines and bags, check patient line, low drain volume, and low drain. The reported problem was confirmed, though it could not be duplicated.

Manufacturer narrative:
(B)(4). As the event history log review identified several alarms occurred, the problem was verified through the logs. However, sample analysis could not identify any malfunctions that would have caused or contributed to any of the alarms. The device was sent for normal servicing. Should additional relevant information become available, a follow-up report will be submitted.